Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The pump was received with cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker. The pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing.

Event description:
It was reported the insulin pump alarmed motor error during prime. Customer's blood glucose was 5.7mmol/l. The device was not exposed to an MRI. Sensor feature is not being used. Customer was unable to complete rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. Customer also mentioned the buttons on the device were unresponsive, customer declined troubleshooting. No further information reported. Ation"

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.